Event description:
It was reported that the field service engineer (fse) called in to report that the customer had informed him that an instrument had an insufficient grip on patient side manipulator (psm) 2 during a previous da vinci-assisted partial nephrectomy surgical procedure. The customer reported that the needle dropped due to the insufficient grip issue with the instrument. The customer performed a computerized tomography (CT) scan and found the needle. The procedure was completed with no reported injury. On 20-jan-2022 and 22-jan-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was suturing at the time of the event. The surgeon discovered that the needle had fallen inside the patient¿s abdominal cavity. The site performed a CT scan in order to locate the fragment. After the fragment was located and removed with surgical instruments, the site checked the consumables, which were consistent in quantity and confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. The surgeon believes that there was no instrument collision or ¿mis-operation¿ during the case, and the reported issue was due to an accidental ¿loosening¿ of the instrument. After the fragment was found, the customer removed the instrument and did not find anything unusual. It was confirmed that there was no patient harm, injury or adverse outcome, and the patient was released from the hospital. The instrument life was exhausted and it was thrown away following the procedure. An instruments log for this reported procedure was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the large needle driver instrument for evaluation because it was discarded after the surgical procedure. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and noted error 25003 occurred again. The 25003 error was pointing to a control & transform processor (ctp) node. The fse noted that it was a rare communication fault and should be resolved with a system reboot. The fse checked the system wheel status and found all nodes were normal, and there was no issue with the communication. The fse checked the system gigabit (gbit) status, and all fibers were good. The fse found errors 31009 and 31011 pointing to patient side manipulators (psms) 1 and 2. The fse checked axes 4 and 7 on psms 1 and 2 and the spring plunger and found no issue. The fse verified and adjusted the cable tension on all psms. The fse swapped psm 2 with psm 3 in order to confirm that psm 2 was working fine. The system was tested and verified as ready for use. A review of the logs showed the large needle driver instrument (part# 420006-12 / lot# n10210705-194) was last used on (B)(6) 2021 during this reported procedure with system sh2278. The large needle driver instrument has 10 allotted uses, and the alleged event occurred on its final use. In addition, a review of the site's complaint history identified no other complaints related to the large needle driver instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy surgical procedure, it was alleged that the needle from the large needle driver instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".